Manufacturer narrative:
(B)(4). The stent remains in the vessel. There was no reported device malfunction and the delivery system was not returned. The investigation was unable to determine a definitive cause for this incident; however, the treatment appears to be related to the operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Angina and stenosis are listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial medwatch, additional information received reported that the patient was non-compliant with antiplatelet medication. The tortuous, mid to distal diffusely diseased left anterior descending (lad) artery stenosis was within 5 mm of the implanted xience xpedition stent. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the 3.0 x 23 mm xience xpedition stent was implanted in the coronary artery on (B)(6) 2015 without reported issue. On (B)(6) 2015 the patient presented with symptoms and underwent angiography. In-stent restenosis was noted and the patient was treated with balloon angioplasty. No additional information was provided.